Event description:
Healthcare professional reported a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
G.3 in initial (B)(4) was inadvertently left blank, the correct date for g.3 in (B)(4) is 07/may/2021. Device evaluation: analysis of the returned device identified: broken shell on radius, crease fold, wear abrasion, opening on posterior and missing shell (0-25%). Leak test and microscopic analysis was performed which identified: crease sharp opening on posterior, striated opening on posterior, straited broken on radius and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening. A striated opening assessed as surgical damage. A striated pattern of broken assessed as surgical damage. Missing shell assessed as inconclusive.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device remains implanted.